Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: ni cer # (B)(4) will address event unit 1 of 2; cer # (B)(4) will address event unit 2 of 2. The catheter was inside the patient when the balloon ruptured, the catheter uncoiled and broke off. The doctor had to do unscheduled procedure on the patient, incision to posterior calf. Limited information was available at the time of reporting. It was unknown if any unintended material was left in the patient nor how the surgeon completed the case. The device is available for return. Additional information was received on (B)(6) 2018 from contract administrator at (B)(6) medical center "I also received two lot numbers, 1297-497 & 1308-126. We've had this happen on two occasions. I have one of them available for return, if you need it." "No" the balloon did not occlude the vessel "balloon ruptured inside patient". The surgeon completed the case when the surgeon "used second cath put had to do unscheduled procedure on patient, incision to posterior calf." It is unknown if there was any damage to the vessel. No the catheter did not come into contact with any sharp objects throughout the procedure. It is stated as "not sure" if there was any unintended material left in the patient. The procedure performed was an "open left femoral endarterectomy redo with patch reconstruction and femoral thrombectomy left with arteriogram ". The patient is recovered after the unscheduled extra procedure. The patient is (B)(6) male. Additional information was received via telephone on (B)(6) 2018 at 2:25pm from (B)(6) med ctr, contract administrator no information is available for the second event that was reported. No patient injury was reported for the second event. Additional information was received via email on (B)(6) 2018 at 7:18am from (B)(6) med ctr, contract administrator the first issue was not reported, it was only mentioned when they reported the issue, when it happened a 2nd time. I do not have any additional information. Type of intervention: ni patient status: no patient injury was reported for the second event.